Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for the event. On an unknown date, the patient was treated with ceftazidime injection ip (250mg, od) and cefazolin injection (250mg, 1bag/day) ip for peritonitis. The cause and outcome were unknown. No additional information is available.